Event description:
It was reported that pump time was incorrect and caller needed help updating time and personal settings, although caller did not know why time had become inaccurate and discrepancy between displayed and actual time was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Cts assisted caller with updating pump time and advised caller to monitor device and follow up if time discrepancy greater than five minutes recurred, and caller understood and acknowledged instructions.